Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich 12.6 implantable collamer lens of diopter +3.0/3.5/073 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced a low vault. Intraoperatively the lens was removed and replaced with a longer length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).